Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins). It was reported that contact 0 on the lead was bent out of packaging. The lead never made it past the sterile table after being passed off, as the bend was noticed immediately by the neurosurgeon. The lead came bent in the packaging. The physician asked for another lead, a new lead was opened and used and it was successful in its performance. The issue was resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report.(B)(4). Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot # va1t0f1) revealed that the distal end of the lead was bent new out of box. Correction: there is no concomitant product associated with this event. Product ID neu_stylet_acc. Unknown implanted, explanted. Product type accessory does not apply. If information is provided in the future, a supplemental report will be issued.